Event description:
The device was returned for evaluation. The event was confirmed; the front grip was detached from the delivery system. The front grip was not returned for evaluation, so a complete investigation could not be performed the root cause of the event could not be determined.

Manufacturer narrative:
Conclusion: unable to determine cause as incomplete device returned.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the index procedure, after stent positioning, the physician rotated the blue handle to release three segments of stent. In preparation for rapid release, the anterior handle (external slider) was suddenly detached from the threaded rod, preventing further release of stent and leaving the stent deviated from the planned position. After fine adjustment, threaded rod was firmly held to release the main part of stent. When rotating and pulling down to release the device, the anterior bare stent was locked and not deployed. After cutting, handle was released. Anterior bare stent was deployed after pulling down and releasing rod core. After release of stent, repeated fluoroscopy from multiple angles could not determine if the stent was bent. There seemed to be bending only in respect of morphology. As postoperative imaging was fine, no second intervention was performed. The patient¿s condition was closely observed. No clinical sequelae were reported and the patient is fine. Angiogram analysis: angiogram image showed the implanted stent graft. The delivery system was not seen in the film. The location (zone) of the implanted device could not be determined. The reported bent bare spring could not be confirmed. Other than the deployed outer diameter of the bare spring being approximately 75% of the first covered spring od (likely anatomy related), no other stent graft issues were observed. The cause of the events could not be determined.

Manufacturer narrative:
(B)(4).